Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous de novo left anterior descending artery that is 80% stenosed. The lesion was pre-dilated with a 1.5x6mm non-compliant balloon at 12 atmospheres (atm) and the 2.5x8mm xience prime was deployed at 8 atm. Post dilatation was performed with a 2.5x08mm non-compliant balloon at 14 atm and a distal edge dissection was observed. Another 2.5x18mm xience prime was used to treat the dissection. There was no patient sequela and no clinically significant delay reported. No additional information was provided.